Manufacturer narrative:
Patient code (B)(4). Impact code (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the hepatic duct, performed on (B)(6) 2022. Post procedure, the patient had experienced biliary obstruction. On (B)(6) 2022, the patient was sent to the emergency department. An endoscopic retrograde cholangiopancreatography for stent removal procedure was performed on (B)(6) 2022. The stent was successfully removed with a snare. Two new advanix biliary stents were implanted in the right and left hepatic duct. Pus was drained from the left lobe stent and biopsy and brushing were taken from the mass in the biliary duct. According to the physician's assessment the stent could have been the cause for the obstruction.